Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. Technical support provided tips for preventing altitude alarms, and the customer was able to resolve the issue by replacing the cartridge. Pump resumed normal operation.